Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen (concentration and dose unknown) via an implanted pump; however, it was reported ¿40 mg¿ regarding the dose and concentration. It was reported that the patient¿s pump was alarming, and the alarm sounded as a dual-tone alarm sounded similar to an ambulance. It was noted the alarm was sounding every 10 minutes and this started on friday ((B)(6) 2020). It was noted the patient missed his last pump refill appointment in (B)(6) and his last refill before that was in (B)(6). The patient was redirected to the healthcare provider (hcp). The patient¿s next hcp appointment was scheduled for (B)(6) 2020, but the patient would call his hcp to discuss the pump alarm. Patient symptoms were not reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient's managing physician was notified about the alarm. It was also reported that the cause of the alarm was determined, but no details were given.